Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was frozen. The device was being used during surgery. There was no patient or user injury reported. It is unknown if there was a delay in the surgical procedure. The date of the event is unknown. There was no additional information provided.